Event description:
Healthcare professional reported left side rupture with presence of periprosthetic fluid diagnosed via ultrasound. Device has been explanted and replaced with another manufacturing device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture with presence of periprosthetic fluid diagnosed via ultrasound. Device has been explanted and replaced with another manufacturing device.